Event description:
It was reported that a patient with a t11 fracture that was caused by cancer of an unknown origin underwent a kyphoplasty procedure in 2009. It was reported that there was a small amount of cement extravasation on the right lateral anterior side, so the cement filling was stopped. Per the physician, the tumor was primarily on that side and most likely had a more fragmented body. A week after the procedure, it was reported that the patient became paralyzed. The physician stated that it was not because of the kyphoplasty procedure rather due to the aggressive tumor. Nine days later, a second physician performed a corpectomy of t11 with fusion to stabilize the vertebral body. The physician noted that the vertebral body was non-existent and the cement was floating around freely. The physician proceeded to pull the cement out in two chunks with a clamp. There was no bone attached to it, and it was all tumor. Three days later, a third physician reported that the patient was having leg pain 3 hours after the procedure. A new CT scan and MRI were performed. No cement was present in the canal or the posterior border of the vertebral body. The physician noticed that the tumor was very large and was in multiple pieces as one would see in a common burst fracture. The physician thought that the action of putting the cannulas down the pedicles may have loosened a segment and caused the compression on the spinal cord. In conclusion, all three physicians felt that the main cause of the paralysis was not due to the kyphoplasty procedure but rather to the aggressive tumor that was growing in the vertebral body. No other information was provided.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.